Manufacturer narrative:
Date sent to FDA: 1/20/2020. Additional narrative: it was reported that the patient experienced recurrent hernia, seroma and fever after the procedure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair surgery on (B)(6) 2006 and mesh was implanted. Additional information was provided that the patient underwent laparoscopic repair of bilateral inguinal hernia surgery on (B)(6) 2007 and the mesh was removed. It was reported the surgeon noted in the ¿left groin there was significant scar tissue and with sharp and blunt dissection was able to dissect the peritoneum off a piece of mesh that was stuck intimately to the internal ring and to the cord structures and incorporating the vas deferens.¿ it was further reported the surgeon ¿mobilized this mesh back through the internal ring into the floor of the inguinal canal and then transected it and pulled it out.¿ it was reported the patient has suffered from pain in his daily life, with increased pain with sexual activities and has undergone multiple, extremely painful, management procedures for over seven years. No additional information was provided.